Event description:
Physician attempted to advance the first balloon without success. A new scope was used to rule out a malfunction with the scope. A second balloon was advanced with some resistance. The procedure was done and the balloon was inflated. However, when the physician removed the scope, the balloon was difficult to remove and the handle of the device broke. The tech was able to eventually remove the balloon.what was the original intended procedure?esophagogastroduodenoscopy.